Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe unit was returned for failure analysis, and the reported error was confirmed but not replicated. In the system error log, the m-02 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments. The unit will be returned to original equipment manufacturer for further investigation. The complaint was confirmed based on failure analysis. The probable root cause of error m-11 is attributed a module timeout, indicating that a module didn¿t send its status message within the expected time. The issue was resolved by replacing the defective unit.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe to due to error m-02. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe.

Event description:
It was reported that during a da vinci-assisted other colorectal surgical procedure, the user informed the technical support engineer (tse) that the monopolar energy stopped working, and the integrated electrosurgical unit (iesu) or erbe displayed repeated "m-02" errors. Initially, the equipment functioned normally, but after an hour, the neutral pad connection indicator turned red. Before contacting the tse, the user had power-cycled the erbe and replaced the neutral pad and its cable, but these efforts were unsuccessful. The error logs confirmed multiple "m-02" errors. The user disconnected the power plug while leaving the erbe power switch on for one minute, but the error persisted. The user tested the neutral pad on themselves without success. It was confirmed that the erbe was connected to a dedicated power socket, and there were no obstructions to the external pedals. Although a spare erbe device was available, the surgeon decided to continue the procedure using the current setup and bipolar energy. No known impact or patient consequence was reported. A procedure delay was reported.